Event description:
The ge oec 9900 fluoroscopy system displayed low ma error message.

Manufacturer narrative:
A ge oec service representative investigated the issue and suggested to the facility that the batteries may be failing. Suggested changing, but no disposition on a facility decision is noted. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.